Event description:
Patient developed a burn to the lateral aspects of both knees and inner aspects of both heels during an eight hour aaa stenting procedure in the or. A norm-o-temp hypothermia system was in use with a maxi-therm warming blanket under the patient. According to our investigation the maxi-therm blanket was under a sheet and on top of gel rolls that were under the knees of the patient. The device was set and maintained at 42 degrees celsius. The patient was positioned in the supine position with legs in the frogged position throughout the case. After the drapes were removed and skin assessed, the skin integrity issues were identified. The patient was followed by plastic surgery for a diagnosis of second degree burns measuring 10-15 bilaterally on knees and 5-7 cm bilaterally on inner heels. The patient received wound treatments with silvadene cream and dressing changes with soap and water. The machine was inspected by bioengineering and no issues found. Pt discharged with home healthcare. Csz has been made aware of this incident and is in the process of performing a full investigation.